Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with mentor memorygel, 375cc silicone breast implants which the patient reported the following" started to get sick a lot and felt off, then onset food allergies. Allergic to gluten, dairy, can't process food, eczema, brain fog if she eats certain things, hair has gotten thinner, if she eats certain things she gets really sick, otherwise bedridden. Autoimmune disorder mtfr, eczema if she eats dairy gluten or artificial dye. Mood swings and depression triggered by certain foods. These issues occurred after implantation. Patient states acupuncturist diagnosed allergies, (B)(6)test and (B)(6) test confirmed food allergies. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).